Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. The device was explanted and replaced. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. It was also noted that the pump had migrated; the patient could not use it and was dissatisfied. The device was explanted and replaced and the new pump was placed in a better spot. No further patient complications were reported.